Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels rose up to 18 mmol/l (324 mg/dl) while wearing the pod on the back between 5 and 24 hours. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site.

Manufacturer narrative:
The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects were observed that would have caused the reported cannula dislodging or failure to adhere. Corrosion was observed on the pcb. Fluid was observed above the plunger in the reservoir. Leak testing found fluid was able to flow above the plunger, indicating an inadequate o-ring.